Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis therapy. The patient¿s caregiver performed a manual drain; however, during the procedure there was an unspecified breach in aseptic technique. The patient was treated with two days of intra-peritoneal antibiotics as a precaution to prevent infection and or contamination. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted.